Manufacturer narrative:
Based on the claim against the product by the customer noting error m-11, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse noted that errors m-11 and c-30 occurred on the iesu when firing bipolar energy, and there was no energy generated. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and found to have error c-34 during boot up. The root cause was attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, an error m-11 occurred on the integrated electrosurgical generator unit (iesu) when the surgeon attempted to activate bipolar energy. Additionally, there was no energy delivered at the time of the event. There was no issue with monopolar energy activation. The customer had reseated the energy cable and instrument, but the issue could not be resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the iesu and try another energy cable, but the issue persisted. The site continued with the procedure as planned. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with a backup external generator.